Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Event description:
Patient reported right side ¿flatter at the bottom¿. Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified; underweight and separated broken on anterior, posterior and radius. A visual and microscopic analysis was performed which identified; striated broken on anterior, striated opening on anterior, two striated openings on posterior, missing shell (0-25%), creases fold, and observed 40 mm dark patch edge material inside gel device. Based on the device analysis the final assessment is: a striated pattern of broken assessed as surgical damage consist in the use of some surgical tool. Three striated openings assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient called to report a right side ¿flatter at the bottom. The device has been explanted.